Event description:
Related manufacturer reference number: 2017865-2023-10871, related manufacturer reference number: 2017865-2023-10872. It was reported that the patient presented and admitted to the hospital with implantable cardioverter defibrillator (ICD) pocket erosion and infection. It was noted that the ICD was eroded through the ICD pocket due to the patient has been scratching on the ICD pocket area, and ICD pocket infection was discovered. The entire ICD system was explanted. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.